Manufacturer narrative:
The device was returned to philips bench repair. The bench repair technician (brt) powered the unit on, and it booted up with normal display graphics. The brt performed nibp calibration, pneumatic and accuracy tests, and they all passed. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. Although the nibp module was confirmed to be functioning per specification during testing, it was determined that the issue of nibp readings inaccurate with error message was intermittent, so the nibp module was replaced. The device was operational after repairs were completed and was returned to the customer site.

Event description:
It was reported that the monitor provided inaccurate blood pressure readings, as the diastolic and mean arterial pressure (map) readings were really high. The customer advised that they were intermittently getting a non-invasive blood pressure (nibp) module alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the monitor provided inaccurate blood pressure readings, as the diastolic and mean arterial pressure (map) readings were really high. The customer advised that they were intermittently getting a non-invasive blood pressure (nibp) module alarm. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.